Event description:
It was reported that during implant of this pacemaker, the right atrial (ra) and right ventricular (rv) leads were connected to the device header and the pocket was closed. Noise, oversensing and pacing inhibition for greater than 2 seconds of asystole was then observed. An external pacemaker was in place, so external pacing was delivered. Additionally, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms was observed. The pocket was reopened, the leads were connected to a pacing system analyzer (psa) and appropriate measurements were observed. The device was removed from the pocket and another device was implanted. The ra and rv leads were connected to the replacement device and all measurements were within normal limits, and no further noise was observed. The procedure was completed. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during implant of this pacemaker, the right atrial (ra) and right ventricular (rv) leads were connected to the device header and the pocket was closed. Noise, oversensing and pacing inhibition for greater than 2 seconds of asystole was then observed. An external pacemaker was in place, so external pacing was delivered. Additionally, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms was observed. The pocket was reopened, the leads were connected to a pacing system analyzer (psa) and appropriate measurements were observed. The device was removed from the pocket and another device was implanted. The ra and rv leads were connected to the replacement device and all measurements were within normal limits, and no further noise was observed. The procedure was completed. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.